Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.additional information reported by patient update to b1 - adverse event/product problem: from: product problem to: adverse event product problem. Update to b2 - outcomes attributed to ae: from: none selected to: hospitalization-initial or prolonged. Update to b5 - describe event or problem: from: it was reported the pink slide did not move forward; indicating the needle mechanism did not deploy. The patient's blood glucose rose to 23.3 mmol/l (419.4 mg/dl). The pod was worn on the patient's back for longer than 48 hours. To: it was reported that the patient had been hospitalized with hyperglycemia and mild diabetic ketoacidosis (dka). The patient's blood glucose rose to 23.3 mmol/l (419.4 mg/dl) while wearing the pod on the back for longer than 48 hours. It was reported the pink slide did not move forward; indicating the needle mechanism did not deploy. The patient was vomiting and was unable to deliver bolus. The pod was worn when medical attention was sought. The patient was treated with insulin and fluids utilizing intravenous therapy. The patient was discharged the following day. Update to h1 - type of reportable event: from: malfunction. To: serious injury. Correction to h6: adverse event problem health effect - clinical code. From: e1205 hyperglycemia. To: e1205 hyperglycemia e120501 diabetic ketoacidosis e1032 vomiting. Health effect - impact code: from: f26 no health consequences or impact. To: f08 hospitalization. H10 - additional mfg narrative: from: the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. To: the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia and mild diabetic ketoacidosis (dka). The patient's blood glucose rose to 23.3 mmol/l (419.4 mg/dl) while wearing the pod on the back for longer than 48 hours. It was reported the pink slide did not move forward; indicating the needle mechanism did not deploy. The patient was vomiting and was unable to deliver bolus. The pod was worn when medical attention was sought. The patient was treated with insulin and fluids utilizing intravenous therapy. The patient was discharged the following day.

Event description:
It was reported the pink slide did not move forward; indicating the needle mechanism did not deploy. The patient's blood glucose rose to 23.3 mmol/l (419.4 mg/dl). The pod was worn on the patient's back for longer than 48 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.